Event description:
It was reported that the ventilator's support arm holding the patient circuit broke. There was no patient harm. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service was requested. The support arm was discarded by the user facility. No pictures were provided. The root cause of the broken support arm has not been conclusively determined but most likely has it been exposed to a mechanical force greater than it is designed to sustain. H3 other text : 4117.